Event description:
It was reported that the valve was leaking from the delta chamber and was explanted.

Manufacturer narrative:
The valve was not patent due to three tears in the top of the delta chamber. This damage precluded all further testing. It is unk how or when this damage occurred. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.